Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicating the event outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter (B)(4).

Event description:
It was reported that the patient had developed a hematoma in the pump pocket with symptoms of increased pain and swelling. The hematoma was diagnosed via computed tomography (CT) scan without contrast on 2014 (B)(6). It was noted that the event was related to the implant procedure and the severity was considered mild. A medication adjustment was made on 2014 (B)(6) and the patient was prescribed oral oxycodone/acetaminophen. The hematoma resolved without sequelae on 2014 (B)(6). It was further reported that the patient had developed an infection in the pump pocket. The infection was diagnosed via surgical observation on 2014 (B)(6) at which time an abscess was removed. Lab work diagnosis results showed (B)(6) infection. The event was related to the implant procedure and was considered severe. The patient showed symptoms of fever and tiredness. The patient required in-patient or prolonged hospitalization due to the event. The pump and catheter were explanted on 2014 (B)(6). The outcome was reported as an ongoing event. It was later reported that the device system had delivered fentanyl and bupivacaine.